Event description:
Boston scientific received information that the patient implanted with this product exhibited an infection. Debridement of pocket was done. Evidence suggests the system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.